Event description:
Information received by medtronic indicated that the customer has reported a hardware low-level failures (pump error 63) alarm, a software error detected (pump error 53) alarm, and a pairing issue between the transmitter and pump. Troubleshooting was performed and the customer was able to clear the alarm, and also the customer was able to rewind the pump. Also, passed the self-test and the pump error 53 twice again. No harm requiring medical intervention was reported and the issue was not resolved. The customer will discontinue to use the device and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump errors 53 (file/line=23820/1) were triggered due to the bus exception on main mcu - suspecting the hw (bum). Pump error 53 (file/line=709/1216) was triggered since the handle for gst device was not found. It is an known sw issue esf 4784573. Pump error 63 (file/line= 522/570 was triggered since cpu hung and pump is restarted by hw watchdog - suspecting the hw. Pump passed the displacement test, self test and p-cap locks properly into reservoir. The electronic assemblies and motor assemblies were inspected and found moisture damage on the pcba 1 and pcba 2. Successfully download traces and history files using thump. The history download confirmed pump error 53 alarms found on (B)(6) 2023 at 17:51:25.00 and (B)(6) 2023 at 03:10:25.00, 08:22:36.00 and 08:31:58.00. The formatted history file confirmed pump error 53 alarm (line number 1 file number 23820) was triggered due to a bus exception on the main mcu and (line number 1216 file number 709) was confirmed due to a software error on the handle of the gst device. Pump error 63 variable 12 was found in the history file on (B)(6) 2023 at 03:12:09.00 due to cpu hung and a hardware watchdog restart. Problem isolated to the electronic assembly as per global logic analysis (esf4784573). Transmitter was able to connect and calibrate with the pump successfully. The following were noted during visual inspection: pillowing keypad overlay, label damage (stained). In summary, customers alleged no communication between pump and transmitter was not confirmed. Transmitter connected and calibrated to the pump successfully. Pump passed displacement and self test. Pump exposed to moisture confirmed on pcba 1 and pcba 2. Pump error 53 alarms were confirmed due to a hardware error and software error respectively. Pump error 63 variable 12 alarm was confirmed due to a hardware watchdog error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.